Event description:
It was reported that they were trying to fill the arctic sun device, but it was not taking up water. Confirmed they still had pads connected to the device. Advised to empty pads and disconnect. Then select fill reservoir. Encouraged to call back if additional assistance was needed. Nurse trying to fill their device, they disconnected the pads. Device was not filling. Confirmed they were trying to start therapy on a patient. The pads are disconnected from the fluid delivery line (fdl), the fluid delivery line (fdl) was connected to the device still. Confirmed they have the fill tube connected to the fill port on the back of the device just below the fluid delivery line (fdl). Informed nurse they would place the other end of the fill tube into the sterile water and press start under the fill reservoir button. Nurse confirmed the device was not taking up the water, no suction noticed. Informed nurse it might be the circulation pump. Recommended they swap to another device and send this one to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.